Manufacturer narrative:
As reported, the optifix fixation device deployed a broken fastener. The subject device has been returned for evaluation. Evaluation of the returned sample finds the temperature dot was activated (black) on the foil pouch as a result of exposure to elevated temperatures. This resulted in the fasteners becoming bound to the mandrel, jamming the device. When the device became temperature exposed prior to use cannot be determined. Root cause of the reported performance issues is a result of use of the device that has been temperature exposed prior to use. No manufacturing anomalies were found. Review of manufacturing records confirms product was manufactured to specification with no indication of a manufacturing related cause for the event reported. The warnings section of the instructions-for-use (IFU) supplied with the device states "do not use if the center of the temperature indicator is black." Additionally, the IFU adequately describes the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: sample evaluated.

Event description:
As reported, during laparoscopic simulation practice, optifix straight fixation device got stuck and the fasteners did not deploy correctly. It was reported that the fasteners were broken. There was no reported patient involvement.